Manufacturer narrative:
Alert date: follow up #1 submitted 10/12/2016: a review of the complaint record indicated this complaint was received by animas on 09/13/16, not 9/14/16 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user's blood glucose (bg) readings were at or below 70 mg/dl and that the user had lows below 50 mg/dl; however, the reporter did not specify if the readings were below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #2: device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. Further investigation could not be performed due to unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.